Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification) and has a missing piece of the shell assessed as to inconclusive. Observed an opening striated assessed as to surgical damage. Additional observations: ¿ brown particles observed in the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device. ¿ crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.